Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that in preparation, the automated impella controller (aic) had system self check failed alarm. No further information was provided. There was no report or indication of patient harm or delay in support.

Manufacturer narrative:
The investigation for the automated impella controller (aic) self check issue has been completed. The console logs showed a communication issue with the power battery manager (pbm) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The aic was returned for evaluation. The reported failure mode was reproduced during testing. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. A.3 revised as selection was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26003. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.